Event description:
It was reported that during the pulmonary vein isolation procedure to treat atrial fibrillation faradrive steerable sheath clear was selected for use. It has been mentioned that when the device was advanced into the body, air was continuously drawn in after the dilator was removed. The air was observed at the sheath handle. The procedure was completed successfully by using a different device (same model, boston scientific product). No patient complications have been reported. The product is not expected to be returned as it has been discarded in facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.